Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection and loosening of the tibial component at the cement to implant interface. Two depuy cements were used. Doi: (B)(6) 2017, dor: (B)(6) 2020, left knee.